Event description:
The service and repair department documented the (B)(4) (lot 6217406): not working at all and all the rest are running sluggish after they finally start running. No negative impact to any patient. Slowed the surgery down by a couple of minutes due to the slow running item. All surgeries were sternal plating. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did malfunction during surgery while being used on patient. This complaint involves 4 devices. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment and not diagnosis. Additional product code of gxl. Device is an instrument and not an implant/ explant. Service history review: lot #003623 a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is august 3, 2010. The source of the manufacture date is the release to warehouse date. Additional evaluation states that the item was reported to be running slow and hard to start. The issue could not be reproduced. It was reported that preventive maintenance was the reason for repair. The contact plate, circuit board, motor, and membrane switch-flex circuit were replaced as well as all applicable components. This item was repaired and passed final inspection on (B)(6) 2014 and was returned to the customer on (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.